Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with an ez steer navigational catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation of the right ventricular outflow tract (rvot) was detected via echocardiography. Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is unchanged. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted to have occurred either during mapping or ablation phase. There were no issues or errors reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at 250 seconds. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for idiopathic ventricular tachycardia with an ez steer navigational catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation of the right ventricular outflow tract (rvot) was detected via echocardiography. Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is unchanged. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted to have occurred either during mapping or ablation phase. There were no issues or errors reported on any bwi products or equipment during the procedure. On 05/14/2018, the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation. Initial visual analysis found that the tip of the catheter was cut at the distal end. No electrodes nor rings remained. Internal wires were found to be exposed at the cut opening. Based on this condition, failure analysis was unable to be performed. The damages described are inconsistent with event description. The event description does not state that any damages at the catheter tip occurred. This is indicative of damage that occurred as the result of the account removing the tip prior to shipping the product and not a product malfunction. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the tip cut cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).